Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the clamps were open on the 4 port tubing and the one way valve on the port malfunctioned when a flush was given. There was no pressure put on the plunger because the pressure in the tubing pulled in the contents of the syringe. There was no patient harm.